Event description:
It was reported to philips that the system did not startup. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system did not startup. Upon troubleshooting rse found that monitors of the exam room had no image and the equipment software didn¿t come up and the host pc was not turning on. To resolve this issue, fse turned on the host pc using the front button. The system was returned to use in good working order. The codes were updated based on the investigation outcome.